Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a an atrial fibrillation ablation with a carto vizigo 8.5f bi-directional guiding sheath - small and the patient experienced cardiac perforation that required pericardiocentesis, drain placement, and surgery. It was reported that a pericardial effusion was noticed during the procedure. It was believed that there was a left atrial perforation, but that was not confirmed. After going transeptal, the patient's blood pressure dropped. The pericardial effusion was confirmed with ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis. The pericardial effusion was continuing to bleed into the pericardium. The pericardial effusion was able to be managed and continued to drain the effusion while they waited for an operating room to be open. The patient was being taken to surgery for further medical intervention. The patient was reported to be in stable condition. The vizigo sheath was used to go transeptal and the qdot was used to mark a spot. When the pericardial effusion was discovered, the octaray catheter and vizigo sheath were the bwi products inside of the left atrium. The physician believed the injury occurred during transeptal access since it was a challenging transseptal puncture. No ablation was performed. The patient improved but required extended hospitalization for surgery and recovery.